Event description:
The manufacturer representative (rep) reported that early in (B)(6) 2024 the pt was charging the ins, and while charging, the pt reported their therapy output reduced by about 30% of the programmed amplitude. As a result, the pt stopped feeling therapy during recharging. The rep did not know for sure if the pt had neuro sense activated at this time. The rep noted that normally when using therapy, the pt was programmed to 12-13 ma. The rep increased the therapy to 17 ma for one group so the pt could use that group during recharging sessions. Troubleshooting was not required as the rep was not with the patient at the time of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had the neuro sense on/active when they felt a difference in the intensity while charging. There were no external factors that may have caused the event. The patient laid down while charging and stated it was the only way they received good/excellent charging. The cause was not determined. After the patient stopped charging the patient's therapy returned to the programmed amplitude. The representative's new work partner gave them the new settings and the representative believed it was working.